Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got a rash after the implant that was pretty severe and skin was solid red. Patient was put on steroids then had to take something else because of the steroids. Patient was told by hcp (healthcare professional) to stop taking imodium and the patient started having explosive diarrhea. Patient stated they had made the manufacturer's representative aware of the issues in late (B)(6). Patient said they were still having fecal and urinary leakage which got better after changing programs. On (B)(6) 2021 patient reported their managing hcp sent patient to see a gastroenterologist which the patient did on (B)(6) 2021 and was told they have c. Diff (clostridioses difficile infection). Reviewed therapy exceptions and options to adjust stim. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2021 patient called back repeating a continuation of event previously reported in this case. Pt repeated they have had lots of complications. Pt mentioned again they have had explosive diarrhea. Pt stated their hcp insists that the ins is intended to help pt with both bladder and bowel. Reviewed indications for use/therapy overview. Pt stated they contacted their hcp to see which one they hooked up if device should help patient's bladder or bowels, and the patient's hcp stated again that it works for both. Pt had a follow up appt. With hcp after surgery and pt had so many problems. Pt stated they had explosive diarrhea for days that they wanted the device out. Pt stated they were able to schedule an hcp appt. Scheduled for this wednesday at 11:45 pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they experienced terrible reactions following implant. They had an extreme rash on their body, they felt nauseated. They had explosive diarrhea, which was overwhelming with a pre-existing lack of sphincter.